Event description:
During an atrial fibrillation procedure, air was aspirated by applying negative pressure before inserting the catheter into the sheath. A needle had been inserted into the sheath, the septum was punctured, and the sheath was inserted into the left atrium. Air was aspirated multiple times, but the air could not be aspirated completely. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Two 8f swartz braided introducer sheaths were received for evaluation. The reported event of an air leak could not be confirmed. Two sheaths were returned. Functional testing confirmed both sheaths passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.